Event description:
Per the clinic, the magnet was explanted for an unknown reason. An osia system was implanted at a new site.

Manufacturer narrative:
This report is submitted on august 9, 2022.

Manufacturer narrative:
It has now been reported that the whole implant was removed and not just the magnet this report is submitted on august 15, 2022.